Manufacturer narrative:
The reported field event of low voltage output was not confirmed in the laboratory. The device was received in normal working conditions and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant process, the pulse generator exhibited loss of output. The device was not used and a new device was implanted. The patient was in stable condition.